Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the scratched screen and no labels were removed. The customer stated problem was confirmed. The device was started and alarmed ec46510 which is an issue with the circuit board. Replaced circuit board. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error 46510 during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the scratched screen and no labels were removed. The customer stated problem was confirmed. The device was started and alarmed (B)(4) which is an issue with the circuit board. Replaced circuit board. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error (B)(4) during testing. No patient involvement was reported.